Manufacturer narrative:
Batch review performed on 29-jul-2022. Lot 2118741: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2027-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review. Clinical evaluation performed by medical affairs department: revision 1 month after the primary rsa in an obese patient due to shoulder dislocation. According to report, the patient fell asleep on his shoulder and the joint dislocated since the relevant weight of the patient. The primary surgery was performed with bone graft. Only the liner has been removed. It may be possible that it was substituted with a thicker liner in order to increase the tension of the soft tissues and prevent further dislocations. Additionally, it is not possible to verify with the images at hand the condition of the glenosphere. Since only one month has passed, it may be also possible that the bone graft was not integrated and some movements may have helped the dislocation. From one radiographic image, it is visible a hairline which may be a periprosthetic fracture but no information is provided. In general, shoulder dislocation may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices. No further conclusion can be drawn with the elements at hand. Other device involved: batch review performed on 29-jul-2022: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot 2115427: (B)(4) items manufactured and released on 22-feb-2022. Expiration date: 2027-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
Revision surgery performed due to shoulder dislocation 1 month after the primary surgery. Only the inlay has been removed. The primary surgery was performed with bone graft. The patient weight is over than 100 kg, he fell asleep on his shoulder and the joint dislocated.